Event description:
Inflammatory signs [inflammation]. Left knee effusion (knee) [joint effusion]. Knee pain (knee) [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a rheumatologist regarding unknown product indication. On an unspecified date, the patient initiated treatment with synvisc one injection, 6 ml, once, in knee joint. The synvisc one lot number was not provided. Approximately after twenty four hours, the patient experienced effusion, pain and warm knee. Synvisc one dose was unchanged. The outcomes for the events of warm knee, effusion (knee) and pain (knee) was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationships between synvisc one and the events of warm knee, effusion (knee) and pain (knee) were not provided by the reporting physician. Additional information was received on (B)(6) 2011, which made the case serious. The patient was an (B)(6) male, initials (B)(6), with left gonarthritis. The patient's medical history was significant for left gonarthritis, cervical rachis trauma in 1973 requiring arthrodesis and lumbar discal hernia in 1996. It was confirmed that the patient received synvisc and not synvisc one. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, in left knee. The lot number for synvisc was p11101. On (B)(6) 2011, the patient experienced left knee effusion (knee), knee pain (knee) and inflammatory signs. On (B)(6) 2011, arthrocentesis was performed and later, an intraarticular injection of diprostent (betamethasone propionate, betamethasone sodium phosphate) was given. Arthrocentesis revealed leukocyte count of 50,000 per mm3 and crystals of pyrophosphatases. On (B)(6) 2011, the patient recovered from all the events without sequelae. Synvisc was permanently discontinued. Concomitant medications reported include rivotril (clonazepam), stilnox (zolpidem), sulfalene. The intensities for all the events of left knee effusion (knee), knee pain (knee) and inflammatory signs were assessed as unknown. The relationships between synvisc and the events of left knee effusion (knee), knee pain (knee) and inflammatory signs were not provided by the reporting physician.